Event description:
It was reported that the right ventricular lead had high pacing impedance, was not registering short v-v intervals and there may have been a possible calcification issue. The lead was partially explanted and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had high pacing impedance, was not registering short v-v intervals and there may have been a possible calcification issue. The lead was partially explanted and was replaced. It was later reported the distal segment of the lead was also explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted the outer insulation had cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on several conductors (not obstructed), all insulators were breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism.